Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the the following are the findings: right/left knob has discoloration; upwards/downwards knob has discoloration; switch box has discoloration; forceps channel port has a dent; light guide lens has a crack; distal end has residual liquid; and distal end is shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned to olympus the evis exera iii duodenovideoscope, for the annual inspection. There was no report of any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a brownish stains of possible foreign material were found at the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.